Event description:
The consumer reported becoming sick from inhaling the "white dust" emitted by the unit. She was having trouble breathing and went to the doctors office. There are no residual effects from the incident. The "white dust" emitted by the humidifier are the minerals in the consumers water precipitating out of the mist made by the unit. This is not a product defect.